Event description:
Hcw received an injury from a glass tube which broke in a centrifuge. Injury occurred while cleaning and removing the broken glass. Hcw was provided prophylactic treatment (medical intervention). Account indicated tubes were being spun at 2465 g's above recommended package insert speed of 1100-1300 g's. Customer considering switching to the bd equivalent plastic tubes.